Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It is reported that patient is being scheduled bearing exchange due to instability following knee arthroplasty.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: biomet arcom patella, catalog #: 11-150826, lot #: 776130. Biomet finned stem, catalog #: 141316, lot #: 504910. Biomet ilok tibial tray, catalog #: 141212, lot #: 157350. Vanguard interlok femoral, catalog #: 183104, lot #: 520870. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.